Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep reported that the patient met with him today for a re-programming. Rep stated the patient was getting a screen on his controller that stated it cannot provide the desired settings (rep stated everything was going fine up until this point, which occurred about 5 weeks-month ago). Rep later stated patient had oor. Rep reported he ran an impedance check, with one electrode being used that was high, so he reprogrammed the patient on electrodes that did not appear to be high. The patient then checked their controller and the problem appeared to resolve, so the rep sent him home, however the patient received the same message when getting out to his car, so the patient was back in the clinic during the call with the rep. Rep reported the patient currently has one program on one lead (electrodes 0-7) and then programs 2, 3 and 4 on the other lead (electrodes 8-15). Rep ran an impedance check with reference of 0, revealing high impedances on electrodes 12 and 15. Technical services (ts) then review ed use of reference electrodes during impedance checks. Rep reported that the following electrodes were used for the patient's current programming: a1: electrode 1 and 3, a 2-4: electrodes 11 and 13. Rep reported patient was previously using electrodes 10 and 12 with 12 showing a high impedance, so he moved 10 and 12 to 11 and 13. Rep stated electrode 13 did not show up as a high impedance the first time they ran a check, but then it did the second time they ran the check. The following impedances were revealed during impedance checks with programmed electrodes: reference 1: 0 is green, 10, 12 and 13 are 35-39 ,000 ohms, 15 is red. Reference 3: 12 and 13 are high, 15 is red. Reference 11: 12, 13 and 15 are high. Reference 13: 12 ¿ 40,000 ohms in orange, 15 ¿ 4,000 ohms are red. Reference 14: 12 and 13 are 4 ,000 ohms, 15 is 4,000 in red. Ts advised rep to re-program patient using electrodes that do not have high impedances within the pairs of reference electrodes, focusing on the electrodes that are programmed. Rep then switched 11 and 13 to 9 and 11, and turned programs 2, 3, and 4 back up to 4.7. Rep reported that the patient laid on the table and was able to feel stimulation, which he reported as "good". Rep stated the patient usually feels paresthesia in his right leg, which he then usually turns his stimulation down, however now it was very light. Rep then ran another impedance check with reference of 0 which revealed 13 and 15 with a red x, and electrode 10 in orange. Ts reviewed use of reference electrodes that were currently programmed. Rep then ran an impedance check with reference electrode of 9, revealing electrodes 10, 12, 13 and 15 as high. Rep states there were no high impedances on electrodes 0 - 7. Ts reviewed programming using electrodes that do not have high impedances when compared to other programmed electrodes. Rep planned to program groups b-c using electrodes that do not show up as high impedances. Additional information was received from the manufacturing representative (rep) on 2023-03-07. The cause of the high impedances was unknown. The patient was programmed with electrodes with normal impedances and there were no more oor impedances after reprogramming. It was unknown if the patient received effective therapy.